Event description:
We received a report that during the implantation of a tecnis toric intraocular lens (iol) the doctor noticed the patient's zonules would not support the lens. A capsule tear was noticed requiring a vitrectomy due to patient anatomy. A 3-piece iol was subsequently implanted in the sulcus and the patient is reported to be doing fine. The device was discarded and will not be returned for investigation.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.